Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that five years post index procedure the patient presented emergently with a ruptured abdominal aortic aneurysm and angiography revealed a type iii endoleak, separation. Currently, the aneurysm is 86 mm in diameter. The patient was lost to follow up. The endurant bifurcated stent graft was implanted on the right side. It was reported that the endurant ipsilateral 16x20x82 extension limb and the endurant bifurcated ipsilateral limb had a type iii endoleak, separation. The physician elected to implant an endurant 16x16x124 stent graft limb in order to treat the type iii endoleak, separation. The type iii endoleak, separation was resolved. Per the physician, the cause of the type iii endoleak, separation was due to adverse pressure applied to the stent graft limbs from contraction of the aneurysm. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.